Event description:
It was reported that the device would not charge defibrillation energy. Physio-control evaluated the device and found that it charged energy but the actual energy output was significantly lower than the set amount: 52j, 31j, and 25j of energy delivered for 360j, 100j, and 50j settings respectively. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control recommended replacing the main pcb assembly to troubleshoot the failure. However, physio is unable to determine a conclusive cause for the reported/observed failure since the customer elected to scrap the device.